Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 48-53 mg/dl were recorded by continuous glucose monitor (cgm) from 3:56:54 pm to 4:06:54 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 3:51:54 pm. On (B)(6) 2020, user made a bolus request of size 8.41 units, approximately 4 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.